Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the initial warm up phase of the procedure, they received two fluid loss alarms with no visible leak from neither the patient's cervix nor from the machine. The procedure was aborted due to this event. The physician performed a transcervical resection of the endometrium to complete the treatment without any complications. Later that day, the patient was noted to manifest signs of septic shock and was admitted to the intensive care unit. Additionally, the patent has been previously diagnosed of irritable bowel syndrome and is treated with remicade. As reported by the sales representative, the physician suspected that the infection was due to the absence of prophylactic antibiotics given prior to the procedure.

Manufacturer narrative:
The lot number does not provide a match in the system search; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.